Event description:
It was reported by the doctor that a 3-weeks post op patient with a symfony optiblue intraocular lens (iol) was experiencing significant starbursts at night to the point where she does not want to drive. The patient was essentially plano and with an auto refractor, she was -0.75 as expected. The oct (optical coherence tomography) is clear, tomography shows little cylinder and no signs of dry eye. The patient was given some tears and even though pupil was normal sized, the patient was given some vuity eye drops and was asked to give it for another 3 weeks. The patient¿s near or intermediate vision was ok but a little less than expected which could be the reason for the refraction being slightly plus. The doctor was hoping to avoid an exchange. Additional information received stated that the doctor had removed the symfony lens from the patient and it was replaced with a competitor lens. There were no complications with the exchange including no vitrectomy or suture. They do not have the lens and the lens is not being returned. No further information is available.

Manufacturer narrative:
Section b3: date of event: unknown, not provided, but the best estimate date is between (B)(6) 2023. Section d6b: if explanted, give date: unknown, not provided, but the best estimate date is between (B)(6) 2023. Section h3: other 81: the device was not returned for evaluation as the lens is not available for return. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.